Event description:
It was reported to resmed that an astral device failed to complete the rss-flow check test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4). Device received, evaluation pending.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection revealed water ingress inside the pneumatic block. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.